Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment regarding the upper and lower cases being broken. It was also noted that the ring cover, two side bail covers and the battery drawer were broken. It also found that the battery release, heart block, lead flex cover, heart wire contacts, liquid crystal display (lcd), encoder flex and heart lead flex were contaminated. The ring and two side bails were also missing.

Event description:
It was reported that the external pulse generator was returned because the top and bottom cases were cracked, and there was hardware missing. It subsequently tested out of specification at the manufacturer's. No patient involvement or complications have been reported as a result of this event.